Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal accessory's rubber seal piece tore off when introducing instrument through port. A fragment fell into the patient and was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed and found to have damage to the latch seal. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.